Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to adjust stimulation. When the patient turned it on and off it showed a full battery but when trying to adjust the stimulation it wouldn't. The patient was trying to charge during the report but was not seeing any coupling boxes shaded. It was showing that the battery was low. The patient had it charged for two days. The patient saw an icon in the middle that looked like a battery that was empty. The patient changed the batteries and the issue was resolved. It was reported that there was a coupling problem. Two weeks prior to the report the patient fell on ice. The patient put a new battery in their programmer but they had been charging for 3 days and there were still no coupling bars on their implantable neurostimulator (ins) and it was not charging. The patient could feel their ins a little more under their skin since the fall. The patient had been having the problem with coupling bars for almost 2 weeks. The patient tried using the recharging belt and turning the dial on the recharger but neither gave them any coupling bars. The patient's recharger did not have the antenna locate feature. The patient also had a hard time turning it on and off. The patient had to "turn on the off button and then turn on the on button". The patient's recharger was working as it should have been but the patient needed their ins checked. The patient saw a screen indicating that the ins needed to be charged on their programmer.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).